Event description:
This lead was capped on (B)(6) 2010 due to high pacing thresholds. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).